Event description:
It was reported that the shears gave an instrument alarm. The instrument was reassembled properly and it still produced an alarm. Another device was used to complete the case. When the instrument was cleaned in order to return it for analysis, the curve shear broke off with very little pressure being applied to the instrument. There were no unexpected outcomes as a result of this event.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The remainder part of the blade was noted to have nicks and scratches. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "avoid accidental contact with other instruments during use." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process.